Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was over 600 mg/dl with vomiting, polydipsia, symptoms of dehydration, and extreme drowsiness. It was reported that the patient was treated by medical personnel at the hospital with intravenous fluids and insulin via pump and injection. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. It was alleged that there was an inaccurate delivery issue with the pump. Information was not provided regarding potential causes for inaccurate delivery issue, bg issues or perceived inaccurate delivery issue. The reporter noted that recent increase in stress level may have contributed to the bg excursion. The reported inaccurate delivery issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an inaccurate delivery issue of unknown causes.